Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported aviva system blood glucose results of 226 mg/dl, 76 mg/dl, and 96 mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.